Manufacturer narrative:
Return requested. Replacement articulating arm shipped to site on (B)(6) 2016. Medtronic investigation of returned suspect articulating arm finds that, as reported, the arm would not lock down when the handle was tightened. Malfunction / will not tighten - mechanical failure. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site noted that their navigation system articulating arm was not tightening properly. This was noted prior to going sterile, and they were able to switch the articulating arm out with a back-up articulating arm. The patient was re-registered. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 10 minutes. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.